Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was reproducible. The fse contacted the site's robotic coordinator (roco) and identified the issue to be associated with failing camera light cord. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a training/demo of the da vinci system, the user had noticed the near infrared (nir) handheld camera light guide adapter to the light source was getting too hot for them to handle. The customer informed they had tried a second light guide and had the same issue. The light guide was fine, but it was the adapter going into the light source that got very hot. There was no reported patient impact or harm.